Event description:
Additional information: it was reported that the catheter fracture was at the distal/spinal segment.

Event description:
It was reported that the catheter fractured and a revision was planned on (B)(6) 2012. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that the catheter was replaced; the explanted catheter was discarded by the healthcare provider. The location of the catheter fracture was unknown to the reporter. It was added that the patient was "having issues; having withdrawals." In regards to outcome, the patient was "fine." Drug delivered via the device was baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Catheter: model: 8709,serial# (B)(4), implanted/ explanted: unk. (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-00836. Additional information received later indicated the correct manufacturing site as #3004209178.

Manufacturer narrative:
Catheter model # 8709, lot # unknown, implanted on: unknown, explanted on: unknown.; (B)(4).